Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, however, the device was unable to be successfully reprogrammed due to low battery on the device. The bvvi was suspected to be due to the low battery and the physician suspected premature battery depletion on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.